Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they were unable to power up their patient programmer. They also reported that they do not use it very often however they changed the battery every 6 months. Patient changed the aaa batteries in their patient programmer and replace with brand new aaa batteries, but it did not resolved issue. Patient stated that they was a bit of dirt in the compartment when he removed the batteries. It was stated that this was not an out of box issue. Patient further reported that they had a sudden return of symptoms and said that she they have been in school (past month) and under stress, they have notice return of incontinence. No further complication was noted or anticipated